Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. Analysis found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event of failure to capture was not confirmed.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. It was noted that the lead dislodged. During the procedure, the lead was attempted to be repositioned however, the helix of the lead was unable to extend. The lead was explanted and replaced. The patient was in stable condition.